Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a complete separation at 66.2cm distal of the strain relief. The balloon was tightly folded. The stent was in place. There was damage to the proximal end of the stent. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non-totally occluded, 4.5mm x 32mm, eccentric, de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous and severely calcified mid right coronary artery. A 32 x 4.50 rebel stent was advanced but failed to cross the lesion. The device was removed and it was found out that the tip of the stent itself was deformed. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non-totally occluded, 4.5mm x 32mm, eccentric, de novo target lesion with a bend of less than equal to 45 degrees was located in the moderately tortuous and severely calcified mid right coronary artery. A 32 x 4.50 rebel stent was advanced but failed to cross the lesion. The device was removed and it was found out that the tip of the stent itself was deformed. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.